Manufacturer narrative:
(B)(4). The initial report for this event was submitted with an incorrect MFR report number. The initial report is being re-submitted with the correct MFR report number.

Event description:
It was reported that device was unable to be interrogated and programmer lights was unavailable. Patient was fatigued and tired. Device was found to be successfully interrogated. Patient is not undergoing any device replacement procedure. Patient is scheduled for a follow up visit in three months. No further information available.